Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that her toothbrush kept losing the brush head; the brush head would fall off while she was brushing her teeth. No injury was reported.